Manufacturer narrative:
B3: correction. A new problem was identified during the dea, therefore the event date was corrected with the aware date of the new reportable problem.

Event description:
Baxter received a report that affinity birthing bed had brakes not holding while in brake. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the brake mechanism needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the detention kit mechanism to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
B3: correction. This report is intended to correct b3 date received by MFR information. The original b3 date received by MFR was submitted as (B)(6) 2026, but the correct b3 date received by MFR was (B)(6) 2024. G3: correction. This report is intended to correct g3 date received by MFR information. The original g3 date received by MFR was submitted as 04/15/2024, but the correct g3 date received by MFR was 04/22/2024.